Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Cut lip [lip injury]. Cut mouth [mouth injury]. Doesn't hold the brush anymore - oral-b [device breakage]. Metal shaft on the unit that holds the brush had worn down to thin razor sharp metal - oral-b [device physical property issue]. Case narrative: a parent reported via e-mail that the metal shaft that held down the oral-b toothbrush head on the oral-b genius pro 8000 toothbrush had worn down to thin, razor sharp metal. It did not hold the oral-b toothbrush head and their daughter cut her lip and mouth area while brushing when the brush fell off. No serious injury was reported.

Event description:
Cut lip [lip injury]. Cut mouth [mouth injury]. Doesn't hold the brush anymore - oral-b [device breakage]. Metal shaft on the unit that holds the brush had worn down to thin razor sharp metal - oral-b [device physical property issue]. Case narrative: a parent reported via e-mail that the metal shaft that held down the oral-b toothbrush head on the oral-b genius pro 8000 toothbrush had worn down to thin, razor sharp metal. It did not hold the oral-b toothbrush head and their daughter cut her lip and mouth area while brushing when the brush fell off. No serious injury was reported. 17-jan-2023 case update: the suspect product lot was bb702021756. No serious injury was reported.

Manufacturer narrative:
23-feb-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.